Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that an occlusion alarm occurred. System check was performed and no issues were identified. Reportedlythe customer was removing and adding insulin outside the loading sequence, and was educated that this is considered off label. Additionally, it was reported that the insulin gauge was inaccurate. Customer changed the pump supplies to resolve the issues. The customer¿s blood glucose was 257 mg/dl.